Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise, high pacing impedance and high capture threshold. The device was set to unipolar configurations due to the high pacing impedance. The rv lead was capped and replaced on (B)(6) 2026 during a device change procedure. No patient consequences were reported.